Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The complainant reported that the patient on impella 5.5 support underwent a multi vessel coronary artery bypass graft. During this procedure, impella was placed on p-2, the patient placed on bypass, and impella placed on surgical mode. Physician stated there was not a lot of room for cross clamp and needed to advance impella to not clamp across cannula. The physician did so while not using transesophageal echocardiography imaging. Within moments the inlet cage of the impella perforated the left ventricle (lv) while the heart was inverted. Inlet cage left externalized of the lv, while bypass performed on patient. Multiple pledged sutures were then utilized successfully to repair lv perforation. Left anterior descending artery then performed. Patient did start to develop right ventricle failure (rvf) symptoms, and suction events were present while on p-7. Lv filling pressures diminished. Fluid bolus administered. Patient was then started on milrinone drip. A total of four units of packed red blood cells were administered, with one unit of plasma, and one unit of platelets. The patient¿s status then improved. Patient¿s chest was closed, and impella was adjusted to 4.1 cm from the aortic valve annulus. The patient was then transferred back to the intensive care unit in stable condition.

Manufacturer narrative:
The investigation for the reported ventricle perforation has been completed. No product was returned and logs are not applicable. The cause of the ventricle perforation was most likely use related since the pump was being advanced without imaging at the time of the perforation.